Manufacturer narrative:
Optical inspection: scratches on the outer casing of the valve were observed through the visual inspection. No other significant deformations or damage was detected. The prosa valve housing was subsequently measured. In contrast to the optical control, the measurement of the plane parallelism indicated a housing deformation. The housing deformation measured at -0.0440 mm, slight outside the tolerance. Permeability test: to proof the penetrability of the valve we have carried out a penetrability test. The test is carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. The test results indicate that the prosa valve has a blockage. Adustment test: our adjustment tests are carried out with the standard prosa check-mate and measurement tool. The valve is adjusted from 0 to 40 cmh2o and down again in increments of 4 cmh2o. The valve was adjustable to all settings. Braking force and branke function test: to measure the braking force, we tested the prosa valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the braking force showed the brake function operates as expected. However, the breaking force required was not within the given specifications. Result: after opening the prosa valve we found dry deposits inside the valve. On the basis of our investigation results, we have detected a malfunction of the prosa valve. We suspect that the detected protein deposits may have led to a functional impairment of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a prosa valve was implanted during a neurological operation. According to the complainant, the valve did not operate as expected. The valve inside the head was difficult to set, which led to fluid drainage issues. A revision surgery was scheduled for (B)(6) 2018. The patient was a woman, approximately (B)(6) years old. No patient complications were reported as a result of the revision surgery. No further information has been made available.